Manufacturer narrative:
H6: method: (other) a work order search was performed for the lens. Results: visual inspection of the returned product showed that the top of the vial was discolored. A lens work order search was performed and no similar complaint was found within the work order search. Conclusion - based on the complaint history, work order search and evaluation of the returned prduct, a specific root cause of the event could not be determined at this time.

Event description:
The cc4204bf plate collamer lens vial was received with brown residue between the cap and the stopper. No pt contact. The vial was returned unopened.